Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that scratches on the distal end were due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the rigid videoscope had scratches on the distal edge. There was no patient involvement.